Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the instrument was difficult to load and toggle and the needle broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.